Event description:
It was reported via a legal notification that a male patient, knee replaced on (B)(6) 2019, indicated their replacement knee had issues within one month of the surgery. The patient has dealt with pain, swelling, and a joint that clunks and cracks during normal walking. The patient has had issues with sleeping since the knee hurts, and getting comfortable enough to get a good night¿s sleep, he is still taking painkillers and pills to help him sleep. Now knowing that another surgery is probably inevitable, the mental stress has been heightened and that he is going to have to go thru the pain of surgery, rehabilitation again and the distinct possibility of being exposed to mrsa and covid-19 from being hospitalized.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain cannot be conclusively determined, however, it is most likely related to the patient¿s underlying condition.

Event description:
No further information available.

Manufacturer narrative:
Additional information- a2, b1, b3, b5, b6, d1, d4 all, d6b, d10, g4, h4, h6 health effect - impact code & medical device problem code, h7, & h9. D10. Concomitants. (B)(6), 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5 (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t (B)(6), 200-02-29 - three peg patella 29mm . Additional information requires new investigation. These devices are used for treatment not diagnosis. Pending investigation.

Event description:
As reported via legal documentation a male patient had a right knee replacement on (B)(6) 2019. Approximately 3 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. Revision operative report (B)(6) 2022- right knee revision arthroplasty with polyethylene exchanged due to right knee subjective instability. ¿he had persistent complaint of subjective instability and mechanical sensation within the knee and a sensation that it could give out with ambulation and change of directions. He had some slight mid flexion instability on examination.¿ the polyethylene was removed and examined and did show some posterior medial wear as well as somewhere on the medial aspect of the post. A sterile dressing as well as a compressive wrap was placed, and the patient was then awakened and transferred to pacu in stable condition having tolerated the procedure well. There were no intraoperative complications. Patient was revised to exactech device. No additional information is available.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and instability could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.